Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent repeat transvaginal cystourethropexy with insertion of polypropylene mesh at the bladder neck, removal of prior raz sutures, cystoscopic examination and suprapubic cystostomy tube due to pop. It was reported that following insertion the patient experienced pain, urinary problems and recurrence. No additional information was provided. No additional information was provided. A review criteria. Of the batch manufacturing records was conducted and the batch met all finished goods release.